Manufacturer narrative:
RMA issued. Replacement computer shipped (B)(6) 2011. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported a software exit during an ent surgery. The site was able to re-enter the fusion application, save registration, and the case proceeded. The surgeon completed the ent surgery with the use of the fusion navigation system. There was no impact on pt outcome.